Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated an erroneously elevated troponin (accutni) result, above the ami (acute myocardial infarction) cut off, for one patient's sample. The erroneous result was reported out of the laboratory. Repeat testing on the same and on the subsequent draw sample from the patient produced results within the normal reference range. Only the results on the initial sample were provided by the customer. The effect to the patient treatment is unknown.

Manufacturer narrative:
The sample collection and centrifugation information was not provided. Review of qc data indicated that the low level of accutni qc was > 3sd high on the day before the event. Qc prior to and after the event was within the established ranges. System check passed on (B)(4) 2011 failed on (B)(4) 2011. The customer performed a passing accutni calibration on (B)(6) 2011. Service was dispatched for this event and on-site on (B)(6) 2011. The field service engineer (fse) ran a failing system check. The fse cleaned the analytical module and wash carousel. The fse noted both had a lot of debris build-up in various places. The fse changed the aspirate probes and primed the instrument. The fse ran a system check which passed within specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event.